Event description:
Customer reported an error with their continuous glucose monitor (cgm), specifically mentioning cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a complete pump reset by technical support, which resolved the issue, and they were advised to wait 20 minutes before starting a new sensor session.